Event description:
On (B)(6) 2012, pt's friend requested assistance turning pt's infusion device on. Pt's friend reported pt's blood glucose level is elevated at 327 mg/dl and has come down to 306 mg/dl. Pt's normal blood glucose range is in the 100's mg/dl. Pt's friend stated pt took 35.0 units of insulin via injection. Pt was having difficulty describing what he wants the infusion device to do. Pt reported he wants to turn the infusion device on to receive insulin; infusion device is on. Advised pt can assist with a temporary basal rate but could not tell him what to set it to. Pt's friend contacted paramedics due to elevated blood glucose level and pt's state of health and confusion. Pt's friend reported pt tested his blood glucose level again about 10 minutes after receiving the 306 mg/dl and it is down to 236 mg/dl. Friend stated pt's blood glucose level is coming down after the insulin injection he took on his own. Remained on phone until paramedics arrived. Educated pt's friend reported the paramedics arrived, tested pt's blood glucose level and it has come down to 190 mg/dl; no treatment was provided. Pt continues to have difficulty describing what he wants the infusion device to do; paramedics will take pt to the hospital to be checked out. On follow up call on (B)(4) 2012, pt reported his blood glucose level was 190 mg/dl when the paramedics arrived and they took him to the hospital for tests. Pt stated when he arrived at the hospital his blood glucose level was down to 29 mg/dl due to taking too much insulin via the insulin injection. Pt stated the elevated and low blood glucose level was not caused by the infusion device and that the device is working correctly. Pt reported they were not able to determine the cause of the elevated blood glucose level. Pt stated he did not receive any error messages on the infusion device and there are no leaks in the system. Pt reported it is possible he missed a meal bolus. Pt stated his blood glucose level has returned to normal and he is on the infusion device now. Patient reported his doctor stated the infusion device is working correctly and that it did not cause the elevated or low blood glucose readings. The pt did not require assistance from a healthcare professional or second party to address the elevated blood glucose level. No product return was requested.